Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The cannula did not measure the correct full length according to specification and ultimately was flattened, elongated, and kinked. Despite the abnormalities noted to the soft cannula, the pod did not have any trouble delivering insulin through the entire fluid path. No leaks were observed within the complete fluid path as well. It could not be conclusively determined when the damage to the cannula occurred, or if the cannula was improperly inserted at the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing a pod for 2 hours his blood glucose level reached 400 mg/dl and he noticed bleeding around the infusion site. He treated himself with a manual injection of insulin and changed the pod. Upon removal of the pod the cannula was out of the skin.